Manufacturer narrative:
(B)(4). Alleged failure: insulation failure . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user misuse. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.